Event description:
It was reported that while in the cath lab the super arrow-flex (saf) sheath was inserted into the patient's femoral artery. The intra-aortic balloon (iab) was inserted into the saf sheath had became stuck. As a result, the iab was removed and another iab was inserted successfully. There was no reported patient death or injury. Medical/surgical intervention was not required. The therapy was delayed/interrupted for 15 minutes. There were no reported patient complications and the outcome of the patient is listed as "fine." Additional information received from the sales representative on 10/25/2010 stated "the sheath used was a super arrow-flex. All the procedure to insert the catheter was done in right mode. They removed iab and sheath at the same time and the access to the second insertion was the same."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.